Manufacturer narrative:
Additional information: date of occurrence and date of (implant) surgery estimated based on the event report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Blurry vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the limited information received does not suggest a problem with the device or the way it was used. Blurry vision is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on limited information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
Through social media monitoring a friend of a trabecular micro bypass stent patient initially reported that following the procedure, the patient presented with blurry vision. Following the initial report, the following additional information was received through social media monitoring. Reportedly, during a follow-up examination, ¿folds in back of the eye¿ were noted. Per report, the patient¿s iop was great, but the patient could not see out of the operative eye and is unable to drive. The patient was monitored and a follow-up visit was scheduled for the following week. Any omitted information was not available at the time of initial report.